Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation confirmed the customer's allegation of error e217 was confirmed due to data error of scope ID. Also, the evaluation found the following: the air/water cylinder had no color. The scope cylinder had no color. Control unit, scope cover, switch box, grip, right/left knob, the plug unit had a scratch. Due to a cut on heat-shrinking tube of the lock engagement lever, the expected insulation capacity could not be obtained. The objective lens had a chip. The light guide lens had a crack (×2). The adhesive on the bending section had a crack. The connecting tube had a wrinkle. The universal cord had a wrinkle and a scratch. It is unable to confirm the possible origin of foreign materials. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had scope error code, e217. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube, cylinder, and jet tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.